Event description:
A patient reported they were unable to test. Their one touch ultra meter allegedly had no power. There was no result on their meter. No other tests or comparisons made. Patient woke up at 3:00 am feeling "high". Treated self with regular insulin. Patient's spouse reportedly thought patient had taken too much insulin accidentally. At 7:00 am patient was very low, treatment was a glucagon shot. Emt's arrived and tested patient's blood glucose at the same time. Patient's readings were 37 and 65 mg/dl. No further information has been reported.